Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient underwent a system changeout to implant a magnetic resonance imaging (MRI) safe system. During the extraction, the right ventricular (rv) lead broke at the distal tip while traction was being applied by the surgeon. Attempts were made to snare the piece that broke, but those attempts were unsuccessful. The pocket was closed and the piece was left inside. A few months later, they attempted again to remove the remainder of the lead, but this attempt was unsuccessful as well. The new system remains in use. No patient complications have been reported as a result of this event.